Event description:
The suction irrigation tubing system was leaking at the point where it connected to the instrument. Despite tightening, the tubing continued to leak. It was thrown off and another was opened.